Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external controller malfunction.

Event description:
Major pump unit(s) involved: external control system failure. Additional text: system controller hmii. Specific component(s) involved: external controller malfunction. Additional text: epc 23664. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of external controller. Other intervention: implant device type: lvad. Malfunction device type:.